Event description:
Adhesion [adhesion]. Case description: literature-spontaneous report was received on (B)(6) 2012 from an author regarding a female patient (age and initials not provided). This report is from a literature article entitled "adhesion assessment by cine mr after laparoscopic uterine myomectomy". The patient medical history was significant for uterine myoma. On an unspecified date, the patient underwent uterine myomectomy and seprafilm (sodium hyaluronate, carboxymethylcellulose) membrane was placed. The lot number for seprafilm was not provided. On an unspecified date, the cine magnetic resonance imaging revealed adhesion. The company assessed the event of adhesion as medically significant. The action taken with seprafilm was not provided. The outcome for the event of adhesion was not provided. Concomitant medications were not provided. The intensity for the event of adhesion was not provided. The reporting author did not provide relationship between seprafilm and the event of adhesion.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of seprafilm is not affected by this report. Report source literature description. Journal: japanese journal of gynecologic and obstetric endoscopy. Author: furuya m. Arima h, ito k et. Al. Title: adhesion assessment by cine mr after laparoscopic uterine myomectomy. Volume: vol. 28 no. 1. Year: 2012. Pages: 199.